Event description:
According to the reporter, during a right lower lobectomy procedure, while firing on the lung, the device fired forward correctly. However, the knife did not retract and was stuck at the end of the forward motion cut. The reload then, could not be removed from the patient. A manual adapter tool was used, but it did not work on the adapter as well. To resolve the issue, a new adapter and reload was fitted to the same handle to cut more than the desired lung around the stuck reload. It was noted that the procedure time was extended by 40 minutes. It was observed that the adapter tool works with other devices.

Manufacturer narrative:
D10. Concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (serial#(B)(6)); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n4h1541y); sigmret, sig power sigmret manual retract tool (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.